Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to patient services states that this lead has been involved in an infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).